Manufacturer narrative:
Device received missing segments or partial display due to cracked and bleeding lcd. Unable to perform the rewind, basic occlusion, prime, displacement test due to cracked bleeding lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was 396 mg/dl and current blood glucose was 397 mg/dl. The customer was treated with insulin pump for high blood glucose. The customer also reported that the insulin pump screen was damaged. The customer does not allege pump was under delivering. It was reported that they were unable to perform troubleshooting due to partial display. The customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will be returned for analysis.